Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that an m300 spontaneously self-discharged while being used on a patient. It was charged sufficiently. The monitor then started up again without intervention from the staff members who were with the patient. This monitor had recently had a new battery fitted. There were anecdotal reports of this happening previously, but the m300 was checked out and found not to be faulty. There was no patient injury reported. (B)(4).